Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the heater cooler display went blank while connected to the s5 . The s5 would give a warning "module defective". As this occurred during set up, there was no patient involvement. The investigation is ongoing. A follow up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the heater cooler display went blank while connected to the s5. The s5 would give a warning "module defective". As this occured during set-up, there was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and replaced the ac mains board to solve the failure. The replaced board was returned to the original equipment manufacturer (OEM) to further investigate. The returned device was tested extensively but the reported failure could not be reproduced. Analysis of the provided photographs identified that the circuit breaker was triggered, which was likely the cause of the reported malfunction. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue.